Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later as a result of the inspection, it was confirmed that there was a crack in the cylinder connecting tube. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder kink resistant tubing (krt) had a hole from fatigue. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the leak in the cylinder kink resistant tubing (krt) confirmed the reported clinical observation of device - mechanical issue- and tube - hole/perforated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later as a result of the inspection, it was confirmed that there was a crack in the cylinder connecting tube. The ipp was explanted and replaced. No patient complications reported.